Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in unit 46 (medication, programmed amount and delivery rate unknown). The customer reported that the under infusion occurred from a 100 ml bag with approximately 40 ml remaining when the pump indicated "completed." In addition, the reporter flushed the line and approximately 10 ml still remained in the bag. The set used with the pump was a baxter fat emulsion administration set 220 cm, non-dehp, product code 2c1145, lot # m445149. According to the customer, the "patient's pain was inadequately managed." It was also reported there was no patient injury or medical intervention provided as a result of this under infusion event.